Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2012-02011. On (B)(6) 2004 a sparc sling system or another ams device were implanted in the plaintiff to treat her stress urinary incontinence and pelvic organ prolapse. The plaintiff's attorney alleged "after an d as a result of the surgical implant" the plaintiff "suffered serious bodily injuries, including extreme pain, recurrent infections" and other damages. It was additionally alleged the plaintiff has "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."